Event description:
It was reported that the patient experienced a return of their parkinson's disease symptoms, tremors, on the left side of the body, no trauma was reported. Due to a lack of therapy from their deep brain stimulation (dbs) system. During reprogramming high impedances were noted on the leads, therapy was able to address the patients' symptoms but not as well as prior to identifying the impedances. It was also stated that the patient lost therapy, and that it was taking longer to charge the implantable pulse generator (ipg). Computerized tomography scan (CT scan) was performed and confirmed that the right lead retracted cephalad to the subthalamic nucleus (stn) by approximately two inches which was confirmed as the reason for the patient having lost therapy on their left side. The patient underwent a procedure in which the system was explanted. Device analysis cannot be conducted as the devices were not returned.

Manufacturer narrative:
Block d2b pro code (product code): nhl, pjs additional suspect medical device components involved in the event: model number/catalog number: db-2201-45dc serial number: (B)(6). Batch/lot number: 21239846 model/catalog description: lead kit 45cm unique identifier (UDI) # (B)(4). Model number/catalog number: db-1110c serial number: (B)(6). Batch/lot number 21606574 model/catalog description: vercise ipg unique identifier (UDI) # (B)(4). Model number/catalog number: nm-3138-55 serial number: (B)(6). Batch/lot number: 7003812 model/catalog description: 55cm 8 contact extension unique identifier (UDI) # (B)(4). Model number/catalog number: nm-3138-55 serial number: (B)(6). Batch/lot number: 7004051 model/catalog description: 7004051 unique identifier (UDI) # (B)(4).

Manufacturer narrative:
Block d2b pro code (product code): nhl, pjs.

Event description:
It was reported that the patient experienced a return of their parkinson's disease symptoms, tremors, on the left side of the body, no trauma was reported. Due to a lack of therapy from their deep brain stimulation (dbs) system. During reprogramming high impedances were noted on the leads, therapy was able to address the patients' symptoms but not as well as prior to identifying the impedances. It was also stated that the patient lost therapy, and that it was taking longer to charge the implantable pulse generator (ipg). Computerized tomography scan (CT scan) was performed and confirmed that the right lead retracted cephalad to the subthalamic nucleus (stn) by approximately two inches which was confirmed as the reason for the patient having lost therapy on their left side. The patient underwent a procedure in which the system was explanted. Device analysis cannot be conducted as the devices were not returned.